Event description:
It was reported that prior to an unknown procedure, it was noted the jaws were broken after removing from the packaging. Another device was used to complete the procedure. There was no patient involvement. One device will be returned.

Manufacturer narrative:
(B)(4). Received new information that the device is a curved jaw device, not a straight jaw device and that the account has hyper-extended the jaw, deeming the device "broken" but the jaw did not break off. Based on this new information, the criteria does not meet the information of a reportable malfunction.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.